Event description:
Three pts incurred reddened areas and minor burns on the skin exposed to the electrodes used for elective cardioversion procedures. Electrode gel was not dry. "Pads off" message did not appear on prompt screen.